Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose in the 50 mg/dl range at the time of the incident. The customer was at 333 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The customer stated when they were using the sensor the pump was not getting low alerts. The pump did not stop delivering when the customer was below 70 mg/dl which is their low alert limit. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.